Manufacturer narrative:
The device is still in use. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient experienced a red heart alarm, speed drops, and pump stops. An x-ray was taken and showed a "kink" in the internal percutaneous lead. The patient was stable while connected to battery power.